Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the caller indicated that the patient is in excruciating pain. The caller indicated that the patient was admitted to the hospital and an x-ray was "negative". The caller indicated that they started the patient on flexeril, a muscle relaxer and prednisone. The caller indicated that they contacted the managing medical doctor's office and were referred to contact technical service. They wanted to know what level the patient should be programmed to. The caller was not with the patient. Technical services reviewed general information about the therapy. The caller was going to call back when with the patient and when the patient's remote was available. The caller did not have identifying information for the patient's implant or controller.